Event description:
Clinical study. Same patient as 2134265-2008-0449, 2134256-2008-04450, 2134265-2008-04451. Same case as 2134265-209-02377, 2134265-2009-02379. It was reported that following a coronary artery stenting procedure the patient experienced in-stent restenosis. Percutaneous coronary intervention (pci) procedure was performed in the 2nd obtuse marginal branch (2nd om) which was 90% stenosed, with a lesion diameter of 3.5 mm and a length of 32.0mm. The lesion was pre-dilated with 2.5x15mm balloon (18atms). The physician then successfully placed a taxus express2 2.75x16mm stent (20atm) and taxus express2 3.5x20mm stent (20atm). When implanting the taxus 2.75x16mm stent, a dissection at the distal side of 2nd obtuse marginal branch occurred, therefore, a taxus express 2.5x12mm (20atm) was implated for the treatment of the dissection. Ivus was performed and confirmed the stents were implanted properly. Stenosis in the lesion became 0%. Timi flow 3. The patient was discharged from the hospital 12 days later. At 267 days after the index procedure, the patient experienced restenosis and required a tvr. The proximal lcx was 75% stenosed and measured 3.0x20mm. The proximal lad was 90% stenosed measuring 3.0x23mm. The physician performed ballooning to the proximal lcx. Ballooning was performed, residual stenosis became 0%. Timi flow 3. The physician also treated the prox lad with successful placement of a non bsc stent. Residual stenosis became 0%, timi flow 3.

Manufacturer narrative:
The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. Taking into consideration the thorough evaluation conducted at the cis and the details of the complaint, this investigation will be assigned the most probable root cause classification of anticipated procedural complication.